Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No motor error alarms were noted. The motor was tested outside the device and it passed. No unexpected bolus delivery stopping anomaly was noted. The pump was received with a cracked case at the display window corners, a cracked display window, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while she was attempting to bolus. The bolus stopped at about three units. Customer's blood glucose level was 436 mg/dl. She treated her high blood glucose with an insulin injection. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.